Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. The implantable cardioverter defibrillator was found in backup vvi mode. The device was successfully restored to normal functioning. No adverse consequences to the patient were reported.